Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the internal magnet of the receiver/ stimulator was found to have extruded on (B)(6) 2008. The implanted device remains. There are plans to replace the extruded magnet with a new magnet, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.